Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. After each occlusion alarm, insulin deliveries were successfully resumed without the need to change any of the pump supplies.